Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right atrial (ra) lead was having high capture thresholds post atrial ablation. The lead was repositioned and is still implanted. There were no patient complications reported as a result of this event.